Event description:
Received information that the patient line (pigtail) had unscrewed from the infusion set. Customer's blood level has been running high as the customer is new to the t:slim and did not want to check current blood glucose levels at that moment.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up report will be submitted.